Event description:
Three days following the placement of (3) cypher stents, the pt presents with complaints of chest pain noted during light exercise. The pt is hospitalized and experiences "weariness" and sudden drop in blood pressure. The pt proceeds to develop shock that ultimately results in the pt's death. Per the procedural physician, an sat is expected. The "cause of the thrombus was due to the fever and repeated nausea which caused the pt to be dehydrated. This pt underwent elective cardiac catheterization. Indication for procedure is unknown. Medications prior to additional intervention included: aspirin (100mg/day) and ticlopidine (400mg/day). Lesion 1 (aha#2) is an eccentric, class c, lesion of the mid right coronary artery (mid rca). This is not a de novo lesion - but there are no details as to previous treatments. The lesion is 25mm in length with no bifurcations, no calcification and no thrombus noted. The lesion is not pre-dilated. A cypher 3.0 x 28mm is deployed at 13 atms for 30 seconds followed by a cypher 3.0 x 13mm at 12 atms for 20 seconds in an overlapping fashion. Post-dilation is conducted with a 3.0 x 28mm balloon (unknown MFR) at 22 atms for 30 seconds. Lesion 2 (aha#1) is an eccentric, introitus, class c lesion of the proximal rca. The lesion is 15mm in length, with no bifurcations, no calcification and no thrombus noted. The lesion is not pre-dilated. A cypher 3.0 x 13mm is deployed at 12 atms for 30 seconds proximal to and overlapping with the cypher in the mid rca. Post-dilation is conducted with a 3.5 x 13mm balloon at 22 atms for 30 seconds. Ivus was conducted. Timi flow pre-and post-procedure was 3. Residual stenosis was 0%. Medications administered during the procedure are the same as pre-procedure and also included: heparin (5000 units), ntg (0.2mg) and dextran 40 (250ml). Post-procedure medications are the same as pre-procedure. Discharge date is unknown.